Event description:
It was reported the customer pump would not turn on. During troubleshooting it was discovered customer placed pump in storage mode, cts helped customer place pump out of storage mode. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.